Event description:
It was reported that the cam02 inter-cranial pressure and temperature monitor experienced a sensor board failure. The device was not in contact with a patient, there was no patient harm or injury or death alleged. It was reported as an out of box failure. There was no delay in surgery due to the problem.

Manufacturer narrative:
Integra has completed their internal investigation on 10 mar 2016. The investigation included: methods: evaluation of actual device; review of device history records; review of complaint history. Results: evaluation of device: the cam02 unit was visually inspected upon receipt and it was confirmed that there was no evidence of modification or attempt to modify by the user and no sign of damage due to shipping or environmental conditions. The reported sensor board failure could not be duplicated during the evaluation; the cam02 monitor was verified as performing to specification. The cam02 log file appendix 2 was reviewed as part of the complaint investigation specific to the awareness date 25-jan-16, the review identified the following error codes occurred. Error code e2057; supply voltage out of bounds. Error code e2010; code resistors out of bounds. The error codes indicate the cause of the complaint incident was due to a catheter issue. The DHR review has been deemed satisfactory. Date of manufacture: sep-2015. No non-conformance issues or reports were raised during the manufacturing of this monitor. No trend has been identified. Conclusion: the customer complaint incident was confirmed. The root cause of the complaint incident was identified as the catheter used with the cam02 monitor when the complaint incident occurred. The cam02 monitor was verified as meeting performance specifications.